Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a 30mm size biliary stone lithotripsy, the device was successfully placed over the stone, however, the device could not crush the stone and could not be withdrawn from the patient. The user stated that they could not crush the stone because the tube sheath near the distal end of the coil sheath got buckled when the distal end of the coil sheath came to the elevator of the duodenoscope and the coil sheath of the device could not be operated. The user facility reported crushed the stone with a mechanical lithotriptor (B)(4) and could retrieve the device from the patient. It was reported that the procedure was completed using other (B)(4) and the patient was reportedly doing fine.

Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed information. The user facility reported that the event was well known trouble when the coil sheath was forcibly operated. The device referenced in this report was not returned to omsc for evaluation because the facility discarded the device. There were no other abnormalities related to the phenomenon in its manufacturing record. Based on the previous investigation the tube sheath was supposed to be deformed during the procedure because the user forcibly tried to operate the device while the tube was bent. This report is being submitted as a medical device report in an abundance of caution.